Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal left anterior descending artery. The 4.0x12mm xience sierra stent delivery system was used for post-dilatation at 14 atmospheres. It was dilatated for a second time and when removing from the anatomy it became stuck. Therefore, it was dilatated again to 10 atmospheres and then waited for 15 seconds for deflation. The delivery balloon was removed with heavy resistance noted. The xience sierra was detained [deployed]. There was no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficult to remove could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial was filed it was noted that the sds met resistance during removal with the non-abbott guide wire. No additional information was provided.